Event description:
It was reported that the customer had high blood glucose levels of 140 mg/dl. The customer reported that the insulin pump was exposed to water. The customer reported receiving a battery out limit alarm and a failed battery test alarm from the insulin pump. Troubleshooting was done. Unable to continue troubleshooting because the customer did not have another battery. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).